Manufacturer narrative:
H.6. Investigation: three (3) blisters from lot 1903117 containing five (5) protectors p50 and photos were received by our quality team for investigation. Upon visual inspection of the photos, a leakage between the protector and vial could not be verified. Additional testing was performed on the samples provided and no leakage was found, therefore the failure could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this failure could not be determined. H3 other text : see h.10.

Event description:
It was reported that paclitaxel leaked from between the bd phaseal¿ protector (p50 multi) and top of the vial during use. The following information was provided by the initial reporter: "customer reported leakage of paclitaxel between protector p50 and the top of the vial."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that paclitaxel leaked from between the bd phaseal¿ protector (p50 multi) and top of the vial during use. The following information was provided by the initial reporter: "customer reported leakage of paclitaxel between protector p50 and the top of the vial."